Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly however, found moisture damage on the keypad traces during visual inspection. No frozen display or keypad occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer mother reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer mother stated that the keypad freezes and current act and esc are not responding. The patient mother was asked if she recalls any significant events leading to keypad issues and she said none. The customer was advised to discontinue to use insulin pump and revert to back up plan per health care provider instruction. The patient was advised the insulin need to be replaced.